Event description:
The device was connected to the patient described as in cardiac arrest. Reportedly, the device continuously prompted that the device was not connected to the patient and analysis could not be initiated. Another device of unknown manufacture was on scene and was used to treat the patient. The patient was not resuscitated. The reporter indicated patient outcome was not affected by the event, due to the use of the backup device and that the patient was not a viable candidate for resuscitation.